Event description:
An initial event notification was received by united therapeutics drug safety on 30-oct-2025 from accredo health group and forwarded to millyard advanced medical products, llc, on 01-nov-2025. It was reported that, two hours after changing their infusion site and cassette, the patient received a cassette depleted alarm while using remunity pump, (B)(6). While troubleshooting, the patient felt weak, had trouble breathing, and became hypotensive with low oxygen saturation. The patient's caregiver was instructed to call 911 and was assisted with the steps to properly fill a new cassette and switch the patient to their backup pump. It was confirmed that the patient resumed infusion on their backup system and was being transported to the hospital via ambulance. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.